Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided photo confirmed the reported wear. No evidence was found of product malfunction or product error as a contributing factor to the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary lcs tkr 2003 san 12.5mm actual date unknown 2003 is only data revised for instability 2011 to 15mm poly revised today for instability poly wear -increased poly to 20mm.